Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was explanted due to rapid battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) ¿went bad in about 4 years¿. Follow up with the physician office yield no further information. The device was explanted and replaced. No patient complications have been reported as a result of this event.